Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is torn/split/cracked and pressed against the posts of the lens case. No cartridge returned for evaluation. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicted. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported complaint of ¿lens stuck in loader¿ could not be confirmed because the lens was not returned in a cartridge for evaluation. The cartridge was not returned for evaluation. The observed lens damage may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history and records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was stuck in the cartridge. There was patient contact with the cartridge. There was no reported patient impact. Additional information was requested.